Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had several magic 3 catheters with little to no lubricant at all. The patient had an infection, which might be caused due to this. Also stated some tips were bent and had to throw them out because patient could not use it. It was unknown what medical intervention was provided for infection.

Event description:
It was reported that the patient had several magic 3 catheters with little to no lubricant at all. The patient had an infection which might be due to this. It was also stated that some of the tips were bent and thrown them out because the patient could not use it. It is unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received there was no allegement against the device; therefore, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had several magic 3 catheters with little to no lubricant at all. The patient had an infection, which might be caused due to this. Also stated some tips were bent and had to throw them out because patient could not use it. It was unknown what medical intervention was provided for infection. Per follow up on 26apr2021, patient provided the correct lot number as juex1141 and received prescribed antibiotics for the infection. It was reported that some of the magic 3 catheters did not have the hydrophilic coating and felt like raw rubber, hence they were very dry for lot juex1141. Noted some of the burst packets have mostly air and a very small amount of water for lot juex1141and judy1499. The tip of one of the catheter was blunt and not rounded, noted none of the catheters were bent as initially reported for lot judy1499.